Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a total hip arthroplasty over a year ago. Subsequently, patient was revised on (B)(6) 2014, due to infection. It is reported a biomet bi-metric stem, biomet biolox head, and competitor cup were explanted.